Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n527533, implanted: (B)(6) 2015, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. The hcp attempted to refill the pump on (B)(6) 2015 and continued to hit metal. The refill was unsuccessful and the hcp requested a company representative presence for (B)(6) 2015. A study using fluoro was done but the image was not saved. The representative was told that the patient went to her surgical consult and the doctor flipped the pump manually in his office. The patient was sent back to the managing hcp for a refill to get time before scheduled pocket revision. The pump was then able to be refilled. The patient decided to put off the pocket revision at present because she did not want any more surgery. The patient stated that she was not getting good relief. The managing hcp was considering changing the medication or doing a dye study. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received from a hcp via a company representative. On an unknown date the pump was manipulated and flipped back by the doctor. The patient had reduction of efficacy in therapy so the doctor wanted to check the catheter patency.